Event description:
It was reported that the pump eroded through the skin. The device was surgically explanted. The patient recovered without permanent impairment. The drug used in the pump was not reported.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039977r, implanted: (B)(6) 2000, product type catheter; product ID 8785, lot # n363579, implanted: (B)(6) 2014, product type accessory. (B)(4).